Event description:
A report received from the USA stated an 840 ventilator experienced a device alert that rendered the ventilator inoperable while being used on a patient. The patient was removed from the device and placed an alternate ventilator. There was no patient injury as a result of the event. The date of the event is unknown.

Manufacturer narrative:
The covidien technical support engineer (tse) assisted the customer with troubleshooting the device via phone. The customer was advised to replace the breath deliver (bd) central processing unit (cpu). In the event that additional information is obtained, a supplemental report will be issued. (B)(4).